Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) incisional hernia repair procedure, the jaws of a force bipolar (fb) instrument were stuck closed on unspecified tissue. The operating room team attempted to use the instrument release key (irk) to open the jaws of the instrument but were unsuccessful. Subsequently, the surgeon cut the tissue that was adhered to the instrument. Afterwards, the or team was unable to remove the instrument from the universal surgical manipulator (usm) and ultimately had to forcibly remove the instrument. Additionally, the procedure was converted to open surgery for an unknown reason. After the conversion, the procedure went as expected. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Based on the information provided, the reason for the conversion to open surgery cannot be determined. Note: - this medwatch report (MDR) is being submitted for the procedure being converted to open surgery for an unknown reason. - refer to MDR with MFR. Report number #2955842-2026-31873 for MDR submission of the force bipolar instrument that entrapped tissue and resulted in excised tissue.